Manufacturer narrative:
Event date: unknown. Additional product code: fsm. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. A product development evaluation was completed: the drill sleeve was received in good shape with minor wear marks. No visible damage to mating surfaces. All mating parts fit together as designed. The manufacture date is november 12, 2004. The product drawing was reviewed during this evaluation. No drawing discrepancies were identified. This instrument does not have any damage related to or effect on the complaint condition. It is a concomitant device. The complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was drilling a screw into a nail and missed the nail and drilled through the aiming arm instead. The surgeon was able to complete the surgery with a twenty minute delay and no harm to patient. This is report 3 of 7 for (B)(4).